Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 1353 pulses and was deactivated by the user. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) reached 180 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and that pod was leaking, patient found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. The cannula was also found bent upon removal. As treatment, a new pod was applied.